Manufacturer narrative:
With the limited information provided by the customer, the investigation determined that the sids for four different patient samples were associated with the incorrect patient names when processed on a vitros 350 chemistry system. The most likely cause of the event was user error. The vitros 350 chemistry system was operating as intended. The customer reused sids without ensuring the previously programmed sids were processed to completion or deleted prior to reuse. The tsc also expressed to the customer that ortho strongly recommends that sites do not reuse sids. The customer understands this but stated that they have never had an issue before this event. The tsc reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. The tsc reviewed with the customer how to delete old sid numbers from the vitros system. The customer understands that the root cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers. The customer confirmed that they have had no further issues and has reviewed with the rest of the site¿s staff how to clear pending sample ids to avoid this issue going forward.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that the patient names on the print outs from a vitros 350 chemistry system did not match the patient names on the order from the laboratory information system (lis) for four different patient samples. The customer entered several sids into the lis. When testing was completed the printouts from the vitros 350 chemistry system showed the wrong patient name with the patient sample results for four different patient sample ID¿s. The correct patient names, correct test orders and results for the four sids were found in the lis. The customer identified the discrepancy and no erroneous results were reported. There was no allegation of patient harm as a result of this event. (B)(4).